Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of missing pins on the system controller was confirmed via customer submitted images. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis; however, an image of the damage was provided. Two broken pins were observed on the white power cable. Per the provided information, the controller was discarded, and no alarms were associated with the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿ indicates under the subsection entitled ¿guidelines for power cable connectors¿, how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the pins in the power module (ppm) patient cable had broken off inside the system controller connector. The ppm patient cable and system controller were exchanged and discarded.